Event description:
It was reported the bronchovideoscope when the handler was gently toggled, a black screen appears that lasts for a few seconds, sometimes when the angle was hit vigorously, for a few seconds the black screen appears. The customer suspects a short circuit or charged coupled device damage. The issue occurred during diagnostic bronchoscope. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.